Event description:
It was reported that difficulty in injecting sterile water into foley catheter during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo shows a top view of one 2-way catheter and syringe. The second photo shows the deflated balloon and tip. The last two photos show the catheter's cap and tray's label. Visual: received 1 all-silicone foley catheter with sample port connector and syringe. Inflated the catheter with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe. The balloon was inflated with no difficulties, catheter rested with no leaks. The syringe was connected and it passively deflated in under 5 mins (3 minutes and 7 seconds) with no difficulties. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a device history review was not required. The reported event was unconfirmed; therefore, a labelling review was not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in injecting sterile water into foley catheter during pre-test.